Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup operation. After downloading the product code, the device was tested and found to function normally. Backup operation did not recur during testing.

Event description:
It was reported that the pulse generator was in back-up mode. The device was removed and replaced.